Event description:
Related manufacturer reference number: 2017865-2022-05245. It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead was experiencing over-sensing noise due to automatic mode switch. The right ventricular (rv) lead was bound together with the ra lead. Both the ra and rv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were noise and ¿the right ventricular lead was bound together with the right atrial lead¿. As received, a partial lead, only the distal portion was returned in one piece. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.